Manufacturer narrative:
No patient information provided to date after calls to customer 12/10/20, 12/14/20, and 12/15/20. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Event description:
The hospital reported a malfunction resulting in the over delivery of pressure in the patient circuit. There was no report of patient injury.